Event description:
Cartridge was reported as not fully snapped into the pump, but no housing damage was found. There was no adverse impact to the customer's blood glucose level. Customer managed to load the cartridge without further assistance from technical support.